Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/7/2023. H3 investigational summary: the product received for analysis was identified as product code j946h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic total hysterectomy bilateral salpingectomy with cystoscopy procedure on 24-oct-2023 and suture was used. During the procedure the suture needle broke while suturing unknown tissue. There was no indication that an x-ray was needed to find the fragment. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/22/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received five unopened samples that pertain to product code j310h. During visual inspection of the returned sample, the swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no issues related to needle breakage were found. The sample was tested by resistance test to the needle and met the requirements. In addition, the suture was noted to be cut probably caused by a surgical instrument, and body fluids were found. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The following additional information was received: per sales rep the nurse stated that the procedure was a laparoscopic total hysterectomy bilateral salpingectomy with cystoscopy. Rep also stated that the entire needle count is being returned with the package for the suture, all in the same bio bag. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.